Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 3 months post tpvr with a 23mm sapien 3 valve in the pulmonic position, the patient was treated with a 23mm sapien ultra valve due to increased gradients and "likely thrombus/halt". The valve had evidence within the initial 6 months of high gradient and likely thrombus/halt. The physician team advised coumadin but the medical management did not comply. The valve implanted after fracture of the first sapien 3 valve in sav with 24 true balloon. Upon follow up, the fcs advised that the patient was fatigued prior to intervention. No related comorbidities. The patient has been discharged.

Manufacturer narrative:
Database upgrade limited characters; d4 UDI: (B)(4). Investigation is ongoing.